Event description:
It was reported that during photo-selective vaporization of the prostate the fiber broke after 97,449 joules and 11 minutes and 16 seconds of fiber use. The procedure was completed with another fiber without patient consequences.